Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted 5 or 6 tones after handling a battery. Technical services discussed the role electrical magnetic interferance (emi) has on device functionality, and recommended having the device interrogated. No patient symptoms or complications were reported. The device has been in service for approximately 5 months.